Event description:
Further information indicated the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was feeling ill and a remote transmission indicated an abrupt decrease in battery voltage measurements. The patient presented to the hospital and a device interrogation indicated a "device anomaly" and since the battery was expected to last another six months, it was determined to monitor the patient until the next device check. The device remains in use. No patient complications have been reported as a result of this event.